Event description:
It was reported that during a-flutter left side procedure, when the catheter was connected to its cable connection, which already had been connected to the piu, the patient received a heavy shock, which completely erased the traces on the polygraph (type shock of defibrillation). The doctor felt a strong heating of the hand piece and the carto returned an error - "alert 106 an error related to the smarttouch catheter occurred". Then they replaced the cable and used a new smarttouch catheter and the problem no longer presented. The case was completed without any patient injury.

Manufacturer narrative:
At this moment it is unclear the reprocessing of device. The concomitant products: carto 3, model # m-4800-01, serial # (B)(4); smart touch bidirectional, model # d-1327-04-s, lot # 15486798m (not marketed in us). (B)(4).